Event description:
Dealer states the right hand side caster and fork assembly is busted up.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.